Event description:
Rptr developed swollen eyes, coughing, and rashes around her eyes. It continued from 12/92 to 8/95. She was exposed to latex and developed rashes on her skin. On 10/95, she developed asthma when she was around someone that wore the device. On 11/13/95, she had a significant asthma attack and an anaphylactic reaction. She was accidentally exposed 2 or 3 times after 11/95. On 2/13/96 she was again accidentally exposed and had another attack and she considers this attack as ufe-threatening.